Event description:
It was reported that when the patient was ventilated in automode pc (pressure control), the ventilator was not delivering any breaths. The patient was desaturated to 76% but raised to normal levels when ventilated manually. Final patient outcome was no injury. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by field service engineer (fse). It was not possible to duplicate the reported event. No parts were replaced. The ventilator passed all safety and functional tests and was cleared for clinical use. Provided ventilator logs were reviewed. On the reported event date when automode was used, alarms peep low and patient circuit disconnected were generated indicating an excessive leakage in the patient breathing circuit or a disconnect situation. The trend log shows that the leakage was almost 100 % the last 20 minutes of ventilation and the leakage was present before the automode was started. The patient circuit disconnected alarm, detects disconnected tubing at the inspiratory outlet or at the expiratory inlet of the ventilator, and it may detect disconnect at the y-piece. Information concerning what type of patient breathing circuit or filter that was in use at the time was not provided. There are no technical error codes that indicate any technical issues with the ventilator. Pre-use checks, prior to and after the reported event, were passed without remarks. The conclusion is that there are no indications of ventilator malfunction. The alarm generation indicates that a leakage occurred. This can be perceived by the user as the ventilator was not delivering any breaths. The cause of the leakage has not been determined.

Event description:
Manufacturer's ref #: (B)(4).